Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa) testing. The fenestrated bipolar forceps was analyzed, and fa was able to reproduce/confirm the customer reported complaint. The instrument was found to have a broken conductor wire (full breakage) at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument electrical cable was found broken at the jaws during inspection. The procedure was aborted to another system with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.